Event description:
Leads removed, green lead on patient's left lower abdomen left blistery mark. Manufacturer response for radiolucent neolead ech electrodes, neotech products llc (per site reporter).